Manufacturer narrative:
Integra lifesciences corporation is filing on behalf of the initial distributor (B)(4). Correspondence and inquiries should be sent to: integra lifesciences corporation, (B)(4).

Event description:
Please refer importer report # (B)(4).